Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion - failure observed during analysis. Final analysis found insulation abrasion breaching the ring electrode cable lumen at 5.4 cm-6.1 cm from the distal tip.